Manufacturer narrative:
The returned device was received with the cannula assembly deployed. Inspection of the device found a bend in the exposed cannula. Although damage to the cannula was observed, it is unclear when the bend occurred. Inspection of the adhesive pad and fluid path did not find any issues that would result in skin irritation. A root cause for the reported skin irritation could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide: model: ent450; 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36: warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached between 22 to 24 mmol/l (396 to 432 mg/dl) and that the cannula was bent. Hyperglycemia treated by patient activating new pod and a manual injection with an insulin pen. The site was irritated and there was insulin leaking noted at the insertion site. The pod was worn between 1 and 4 hours on the leg.